Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('chronic pain complaints') in a (B)(6) female patient who had essure inserted. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required). The patient was treated with tramadol and surgery (essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain was resolving. The reporter considered pelvic pain to be related to essure. The reporter commented: lot number is unknown. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('chronic pain complaints') in a 35-year-old female patient who had essure inserted for sterilisation. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required). The patient was treated with tramadol and surgery (essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain was resolving. The reporter considered pelvic pain to be related to essure. The reporter commented: lot number is unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-mar-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.